Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to lifestent 5f endovascular stent system products that are cleared in the us. The 510k number and pro code for the lifestent 5f endovascular stent system products are identified. (Expiry date 07/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the sheath broke during removal of the delivery system after the stent was deployed in the external iliac artery; the tracking path was crossover. There was a distal migration of the stent during deployment. It took one additional hour to remove the broken segment of the sheath that migrated and remained stuck in the conical part of the internal iliac artery.

Event description:
It was reported that the tip of the sheath broke during removal of the delivery system after the stent was deployed in the external iliac artery; the tracking path was crossover. There was a distal migration of the stent during deployment. It took one additional hour to remove the broken segment of the sheath that migrated and remained stuck in the conical part of the internal iliac artery.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Based on the information available it is not possible to define the problems that have occurred in detail and the investigation will be closed with inconclusive result. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. Regarding removal of the delivery system from the body post stent deployment the IFU states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." In addition the IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding preparation and accessories the IFU states that the system the IFU states that the guidewire lumen of the stent system should be flushed with normal, sterile saline. A 5f or larger introducer sheath and a guide wire with a diameter of 0.014 inch - 0.035 inch should be used. The IFU states that the stent system should be examined for any damage prior to use. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the sheath broke during removal of the delivery system after the stent was deployed in the external iliac artery; the tracking path was crossover. There was a distal migration of the stent during deployment. It took one additional hour to remove the broken segment of the sheath that migrated and remained stuck in the conical part of the internal iliac artery.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Based on the information available it is not possible to define the problems that have occurred in detail and the investigation will be closed with inconclusive result. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. Regarding removal of the delivery system from the body post stent deployment the IFU states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." In addition the IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding preparation and accessories the IFU states that the system the IFU states that the guidewire lumen of the stent system should be flushed with normal, sterile saline. A 5f or larger introducer sheath and a guide wire with a diameter of 0.014 inch - 0.035 inch should be used. The IFU states that the stent system should be examined for any damage prior to use. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.